Manufacturer narrative:
(B)(4).

Event description:
It was reported that leakage was found near the connection between the hub and the extension line of the proximal lumen during placement. Therefore, the catheter was removed and replaced with a new one. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for investigation. Evidence of use was observed and the catheter body appeared to be intentionally cut. Visual inspection revealed a hole in the proximal extension line directly adjacent to the luer hub. The total length of the catheter body measured to be 12.5" which is not within the specification of 15 5/8" - 16 1/8" per product drawing. This indicates that at least 3 1/8" of the catheter were cut and not returned for analysis. The outer diameter of the proximal lumen measured to be 0.0956" which is within specifications of 0.093" - 0.097" per product drawing. The inner diameter of the proximal lumen measured to be 0.057" which is within specifications of 0.055" - 0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Water leaked out of the hole in the proximal line. A manual tug test confirmed the distal extension line was fully secured to its hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the proximal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and no relevant findings were identified. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance has been initiated to further investigate this issue.

Event description:
It was reported that leakage was found near the connection between the hub and the extension line of the proximal lumen during placement. Therefore, the catheter was removed and replaced with a new one. No patient harm reported.